Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a handpiece stopped working during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system and handpiece were examined and the reported event was not replicated. The system and handpiece were tested and found the product to functionally exhibit no problems. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The handpiece was manufactured on october 11, 2011. Based on qa assessment, the product met specifications at the time of release. The product was found to functionally exhibit no problems. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).